Manufacturer narrative:
Correction to the initial MDR in b5 as the device had arrived. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to difficulties charging the implantable pulse generator (ipg), including frequent charging requirements. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. Postoperatively, the patient was doing well and all pain areas were cover. The device has been received and is currently undergoing analysis.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to difficulties charging the implantable pulse generator (ipg), including frequent charging requirements. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. Postoperatively, the patient was doing well and all pain areas were cover. The device has been received and is currently undergoing analysis.

Manufacturer narrative:
Correction to the initial MDR in b5 as the device had arrived. B3: approximated based on the date the manufacturer became aware of the event the returned implantable pulse generator (ipg) was analyzed and found to exhibit normal device characteristics. Analysis of the device data logs did not reveal any anomalies related to premature battery depletion. However, the charging logs identified two potential issues affecting performance: charger misalignment, which results in lower-than-expected charge current, and poor ventilation or misalignment, which causes the charging process to stop once the temperature limit is reached. Labeling review indicates that, to ensure optimal performance, the charger should not be used when the ambient temperature exceeds 35c (95f). Additionally, the charging distance between the charger and the ipg should be maintained between 0.5 and 2 centimeters. Centering the charger over the stimulator ensures the shortest charging time. The charger emits a beeping sound while searching for the ipg and stops beeping once alignment is achieved.